Event description:
It was reported that the paddle plate came off the external hard paddles. There was no report of patient use associated with event.

Manufacturer narrative:
(B) (4). Physio-control provided customer replacement external hard paddles part number information for ordering.